Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device not received for analysis. Eng eval completed on 01/31/2020 by nf. Crc(B)(4) & CAPA(B)(4). Findings: as part of the CAPA investigation, previous complaint evaluations regarding tri-drives were reviewed. During one of these previous evaluations, four jammed tri-drives were disassembled and confirmed the presence of metal wear particles inside the sleeve, most notably in the slot within which the retaining ring seats. It was also found that the retaining ring is often deformed. Additionally, an attempt was made to recreate the failure mode in a lab setting. It was confirmed that the sleeve, spring, and ball bearing can disassemble from the shaft because of holding the sleeve stationary during reaming. The primary cause of the disassembly was concluded to be deformation of the retaining ring, leading to subsequent disengagement from the sleeve. Furthermore, the presence of wear debris was observed, and is consistent with previous complaint evaluations. Most likely underlying: per CAPA(B)(4), the disassembled tri-drive handle reported in case-(B)(4) was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. There was no reported adverse event to the patient, it was confirmed that all the pieces were recovered. Per CAPA(B)(4), the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Event description:
It was reported from the us during an orthopedic surgery the modular drive shaft broke. While the surgeon was drilling the peripheral holes in the glenoid the collar of the driver broke and came off the end of the driver, the springs inside also came off. It was confirmed by the agent that all pieces were recovered. The driver was not able to be used further and another one was used in its place. The patient was not harmed by this event. The agency is inactive, no further information is available. This device is used for treatment not diagnosis. There was no reported adverse event to the patient, it was confirmed that all the pieces were recovered. Per (B)(4), the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Event description:
It was reported from the us during an orthopedic surgery the modular drive shaft broke. While the surgeon was drilling the peripheral holes in the glenoid the collar of the driver broke and came off the end of the driver, the springs inside also came off. It was confirmed by the agent that all pieces were recovered. The driver was not able to be used further and another one was used in its place. The patient was not harmed by this event. The agency is inactive, no further information is available. This device is used for treatment not diagnosis. There was no reported adverse event to the patient, it was confirmed that all the pieces were recovered. Per (B)(4), the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device not received for analysis. Eng eval completed on (B)(6) 2020 by nf. Crc(B)(4) & CAPA(B)(4). Findings: as part of the CAPA investigation, previous complaint evaluations regarding tri-drives were reviewed. During one of these previous evaluations, four jammed tri-drives were disassembled and confirmed the presence of metal wear particles inside the sleeve, most notably in the slot within which the retaining ring seats. It was also found that the retaining ring is often deformed. Additionally, an attempt was made to recreate the failure mode in a lab setting. It was confirmed that the sleeve, spring, and ball bearing can disassemble from the shaft because of holding the sleeve stationary during reaming. The primary cause of the disassembly was concluded to be deformation of the retaining ring, leading to subsequent disengagement from the sleeve. Furthermore, the presence of wear debris was observed, and is consistent with previous complaint evaluations. Most likely underlying: per CAPA(B)(4), the disassembled tri-drive handle reported in case-(B)(4) was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming. IFU(B)(4): instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. There was no reported adverse event to the patient, it was confirmed that all the pieces were recovered. Per CAPA(B)(4), the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.